Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator could not be interrogated due to normal expected battery depletion in pre-op and then once the patient was opened in the operating room, a lead fracture was observed. The patient then underwent a full revision. The suspect device was received, and product analysis is underway. No other relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead. Other than the abraded openings, likely due to wear, and the broken coil strand, likely occurred during explant process, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.